Event description:
An axsym troponin-I adv result of 0.5 ng/ml was reported on a female patient. A cardiac catheterization was performed which showed no abnormal findings. The patient sample retested at <0.4ng/ml after recalibration of the axsym troponin-I assay. No patient injury was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.